Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a pharmacist and consumer (patient's wife). This case concerns a male patient of unknown age who experienced discomfort, pain and swelling in his knee while receiving treatment with synvisc. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, batch/lot number and expiry date: not provided) for osteoarthritis into unspecified knee. On (B)(6) 2015 (after the first 2 synvisc injections), the patient experienced discomfort, pain and swelling in his knee. It was reported that the patient's physician decided to discontinue the third synvisc injection. Action taken: permanently discontinued. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: medically significant for all the events additional information was received on 27-oct-2015. Ptc results were added and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 02-nov-2015: the follow-up information received does not change the prior assessment of the case. Sanofi company comment 20-oct-2015: this is an initial case regarding a patient with osteoarthritis who experienced knee discomfort, knee pain and knee swelling after receiving treatment with synvisc injection. Since events occurred after the first and second injection of synvisc the causal role of suspect cannot be denied in occurence of the event. Furthermore, the lack of information regarding the medical history, concurrent condition and concomitant medications precludes the comprehensive case assessment.

Event description:
This unsolicited device case from united states was received on 20-oct-2015 from a pharmacist and consumer (patient's wife). This case concerns a male patient of unknown age who experienced discomfort, pain and swelling in his knee while receiving treatment with synvisc. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (dose, frequency, batch/lot number and expiry date: not provided) for osteoarthritis into unspecified knee. On (B)(6)-2015 (after the first 2 synvisc injections), the patient experienced discomfort, pain and swelling in his knee. It was reported that the patient's physician decided to discontinue the third synvisc injection. Action taken: permanently discontinued corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: medically significant for all the events pharmacovigilance comment: sanofi company comment 20-oct-2015: this is an initial case regarding a patient with osteoarthritis who experienced knee discomfort, knee pain and knee swelling after receiving treatment with synvisc injection. Since events occurred after the first and second injection of synvisc the causal role of suspect cannot be denied in occurence of the event. Furthermore, the lack of information regarding the medical history, concurrent condition and concomitant medications precludes the comprehensive case assessment.